Manufacturer narrative:
Based on the information provided, no conclusion can be made on how tms may have caused or contributed to the patient's conditions. Test results do not corroborate any neurological damage.

Event description:
Neuronetics received an email from a neurostar patient that reports ringing in her ears and headaches after several tms treatment sessions.